Event description:
This occurred in a research study. The complaint is on safari wire. The patient had a left ventricular perforation the following morning. During the night the patient experienced an hgb drop. The next morning the hemodynamics collapsed and the patient was resuscitated then taken to surgery to suture the perforation. The patient returned to stable.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Review of the direction for use notes the reported event as a potential adverse event associated with the use of the device. An exact cause for the incident cannot definitely be determined from the information provided. A combination of patient and procedural factors appear to have caused or contributed to this incident.